Event description:
Patient reported "possibly ruptured, leaking around areola, jelly substance coming out of implant that would get stuck on the bra which later resolved". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of fluid discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possibly ruptured"; "leaking around areola, jelly substance coming out of implant that would get stuck on the bra which later resolved".